Manufacturer narrative:
The investigation found the qc report from the instrument showed poor precision with sporadic high recovery. The calibration history from the instrument showed that frequent calibration was performed by the customer. The alarm trace from the instrument showed multiple sample probe alarms and alarms indicating a low level of diluent, reagent, and preclean. The field service engineer replaced the sample probe, reagent probes, the halogen lamp, reaction cells and reagents. Calibration, qc, and precision checks were performed and were within specifications. These troubleshooting activities solved the issue. The definitive root cause could not be determined.

Event description:
We received an allegation that a questionable a1c-3 tina-quant hemoglobin a1c gen.3 high result for one patient sample run on a cobas 6000 c501 module led to incorrect insulin treatment resulting in the patient entering into a hypoglycemic coma. On (B)(6) 2021, the initial result from the c501 module was reportedly 16.89%. This result was reported outside of the laboratory. On (B)(6) 2021, a new sample was tested at a different laboratory with a result of reportedly 7.9%. It was requested but is unknown whether the second sample was taken before or after insulin administration. The reagent lot number was 488850 with an expiration date of 31-jan-2022. Additional information was requested but has not been received at this time. This information includes: treatment regimen of diabetes mellitus before the event, previous hba1c results, additional patient information (ex: medications, age, gender, weight), the units of insulin administered and the timeframe, the patient's current condition. This MDR is being submitted in an abundance of caution.